Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: review of the pump¿s basal history revealed prior to the event date on (B)(6) 2016 at 15:31 a 0.00 unit basal program was set. The next prime was recorded on (B)(6) 2016 at 17:22 and 1.30 unit basal program was then set at 17:30 on 04-01. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate. At the conclusion of testing, the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked on the side from threads to cover and the display screen had missing pixel lines upon start up. A test display screen was fully clear & functional with no missing pixel lines observed when attached to the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 615 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an inaccurate delivery issue. Troubleshooting by animas customer support revealed the basal history does not match the active basal program in the pump. This complaint is being reported because there was an allegation against the delivery function of the pump and the patient reportedly experienced an adverse physical event as a result.